Manufacturer narrative:
Qc prior to and after the event was within lab established ranges. A field service engineer (fse) was dispatched: the fse realigned the modular chemistries (mc) sample probe due to imprecision. The event appears to have occurred following maintenance. The flow-cell was allowed to stabilize overnight. On (B)(6) 2011, the customer reports the issue appears to be resolved. Review of customer's data a week later shows that the instrument is stable. A clear root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low sodium (na) results generated by the unicel dxc 600 pro synchron clinical systems for multiple patients. One result was reported out of the lab. Samples were re-tested and obtained results were higher. The one result was amended, and the other results were reported out of the lab. Treatment was not initiated or withheld based upon the false result reported.